Manufacturer narrative:
Per available info, this device was implanted on 3/15/93 and revised on 10/28/96. Revision occurred, reportedly due to a failure to inflate device. In a returned questionnaire physician noted following: there was a specific leakage site observed in tubing going to reservoir, he hid not notice any kinking or twisting of tubing around each other when he opened pocket, when implanted neither excessive nor inadequate tubing lenght was noted, there was noting noted in positioning that may have caused stress(es) to device, there was no info apparent in pt's history which may have contributed to this occurrence, and during or subsequent to explant device did not contact any unshod, sharp instrumentation. Qa was unsuccessful in securing device for eval. Without benefit of analyzing explanted device, qa is precluded from confirming physician's observations and precluded from commenting on condition of device. Should explanted device become available, qa will reopen file and proceed according to procedures. 3/15/93

Event description:
Oer the info provided to co physician's office, the device was removed due to a "tubing shear." As reported to co, the reservoir and assembly kit component(s) only were removed and replaced. 11/13/96 upon receipt of the physician'surgeons response to the request for info, it stated: "the reason for removal was a "failure to inflate. There was a specific leakage site observed in the tubing to the reservoir. No kinking or twisting of the tubing was noticed. No inadequate tubing lengths were observed at the time of implant and nothing in the positioning of the device that may have caused stress to the device."